Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that customer experienced high blood glucose of 450 mg/dl and insulin pump alarmed for compromised force sensor system as during seating the force sensor did not detect the reservoir. Customer¿s blood glucose was unknown. Customer stated that they are unsure if drive support cap was protruded, sticking out and loose. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.